Manufacturer narrative:
H.6. Investigation summary: the samples were tested/evaluated and the indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that during r&d testing it was discovered that the 2nd stopper pullout fore did not meet the mean or minimum specification with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 27 separate occasions prior to use. The following information was provided by the initial reporter: during r&d testing we had 2nd stopper pullout forces that did not meet the mean or minimum specification for a bd citrate tube batch. This incident was identified during bd r&d product testing (test measures the closure removal force after the closure has been reinserted into the tube) - affected quantity: 2 tubes of 40 were below the minimum force specification; the overall average of the 40 tubes was slightly below mean force specification (27 of 40 tubes below mean target).

Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing it was discovered that the 2nd stopper pullout fore did not meet the mean or minimum specification with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 27 separate occasions prior to use. The following information was provided by the initial reporter: during r&d testing we had 2nd stopper pullout forces that did not meet the mean or minimum specification for a bd citrate tube batch. This incident was identified during bd r&d product testing (test measures the closure removal force after the closure has been reinserted into the tube) affected quantity: 2 tubes of 40 were below the minimum force specification; the overall average of the 40 tubes was slightly below mean force specification (27 of 40 tubes below mean target).